Manufacturer narrative:
Upon receipt, a complete memory download was obtained by a boston scientific's quality assurance laboratory technician. Utilizing a specialized engineering programmer, communication with the device was established and a complete firmware download was also obtained. A review of device memory noted no resets or fault codes. On the day of the event, a scan was detected but no telemetry session was recorded. The battery voltage through the engineering programmer was 9.16 volts. The device communicated normally with the use of a standard emblem tablet programmer. The device was detected and telemetry was established. It was determined that telemetry operated normally throughout testing as the clinical observation during the procedure could not be duplicated.

Manufacturer narrative:
This boxed device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this boxed device could not be interrogated despite the use of multiple programmers. The programmer and firmware log files for this device were reviewed. After the device was taken out of storage mode, the programmer commanded a capacitor reformation which failed unexpectedly, causing the red screen. A second capacitor reformation was attempted which did complete. The local representative was contacted and an explanation for this clinical observation was provided. In-house engineering felt that this boxed device could be implanted. This boxed device was received at boston scientific's return products department.